Manufacturer narrative:
This is a second device used in the same patient as mentioned in the manufacturer's reference number 3002806593-2024-00008. The event-related device was implanted in the patient, thus not returned for biosensors investigation. Biosensors analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. The reported in-stent restenosis event is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
The patient is 76 years old, female. She suffered from recurrent chest tightness, chest pain, and palpitation for half a year, followed by shortness of breath for another week. The patient underwent stent implantation for rca on (B)(6) 2023 (note: there were two stents reported in the complaint report), and was treated with drugs such as aspirin, clopidogrel bisulfate tablets, rosuvastatin, tonxinol, spironolactone, and metoprolol succinate regularly outside the hospital after procedure, with occasional symptoms. One week before (B)(6) 2024, the patient developed chest tightness and shortness of breath again after sensory activity without obvious inducement. On (B)(6) 2024, under the guidance of the diagnostic guidewire and 6fjr4.0 angiography catheter in place, the angiography showed: stent shadow was visible in the opening and proximal segment of rca, the opening was 95% stenosis. Ptca was performed on the rca opening using pressure dilation of 3.5 x 20 mm drug-coated coronary balloon catheter up to 8atm and continued to adhere to the wall for 60s. Re-examination showed that timi blood flow level 3, no residual stenosis and dissection, the operation was completed.